Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after the fourth firing on the left superior lobe bronchus, it was observed that air leak from around the staple line during a leak test. The staples seemed to be formed properly. The surgeon attempted to reinforce the staple line with suture, but air leaked from the hole where the needle passed through. Therefore, the surgeon performed additional resection and the air leak stopped. There was no bleeding. There was no tissue damage. There was unanticipated tissue loss. The pt is under observation. Operative time was not extended by more than 30 minutes. There was no information about the use of reinforcement material.